Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the abdomen on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and passed. Confirmation of the allegation could not be determined as the applicator was not returned. The probable cause was could not be determined. No injury or medical intervention was reported.